Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the setting value cannot be used. It was confirmed that the setting value "unable to use" (59) was displayed and explained that the programmed output was not flowing. The remaining battery level was 100% for both the implanted neurostimulator (ins) and controller. The output was reduced for the time being, and they tried changing the group; however, it was displayed again, and the problem was not resolved; hence the medical institution was asked to consult. The issue has not resolved. Additional information was received. Controller and ins information unknown. Clarification was received regarding the why the output was lowered: it was stated that they have heard that this case was an error that prevented the output of the set value due to an impedance failure (high value). Also, regarding the output lowered, it was said that the stimulation was not properly performed due to the open circuit in the first place. In addition, when trying to raise and lower the stimulus with the patient's controller, it cannot be raised upward, and it can be lowered in one way, but once it is lowered, it cannot be raised, such event was confirmed when impedance failure occurs. The doctor stated that if there is a similar event multiple times, or if the current normal electrode causes an open circuit, the doctor will consider replacing the lead. Additional information was received. An x-ray image was taken; however, the cause of the high impedances was unknown. The patient has visited the medical institution multiple times. For now, it has been covered by adjustments, so it is said that it will not be replaced. Ins information was unknown. The issue has not been resolved, but it seems that it can be dealt with by changing the electrodes used.